Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump not deliver right amount of insulin. Customer experienced high blood glucose. Customer treated with insulin pump for high blood glucose. The insulin pump and reservoir will not be returned for analysis.